Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during follow up, low r wave sensing and high out of range pacing lead impedance were observed. The lead was explanted. The patient condition was good before and after the procedure.